Manufacturer narrative:
Date of report: 04jun2021. There was no patient involvement.

Event description:
The customer reported an alarm led failure. There was no patient involvement. The customer spoke with a remote service engineer (rse) and confirmed the error was present in the error logs. The rse advised the customer to change out the power overlay switch however the customer decided they would replace the front bezel assembly, which contains the power overlay switch, to resolve the issue. The customer replaced the front bezel and the issue was resolved.